Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction; to update section h3, and to provide the completed investigation results. Sections d4 and h4 were inadvertently not provided in the follow up no. 1 report; therefore, these sections have been updated. One used regular tr band assembly along with the inflator was returned for product evaluation. Visual inspection, microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. The tr band was inflated and then submerged under water. There were bubbles observed around the air inlet port/valve indicating air leakage. The valve was deconstructed, and gel-like material was observed as seen in the attached pictures. Fourier transform infrared spectroscopy was done to identify the composition of the yellow particles and the gel like substance. The testing of the sample revealed that the gel-like material was polycaprolactam (nylon 6). Terumo has determined the reported event to be manufacturing related and is being further investigated. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was deployed after a radial approach cardiac catheterization procedure. The air bladder lost air prematurely. There was no bleeding or a hematoma at the site. The tr band was replaced, and hemostasis was maintained. The patient's condition was reported to be unchanged.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in.the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on april 25, 2019. The patient was reported to be in stable condition. The device failure was managed immediately in the cath lab and another band was applied.